Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon interrogation, the device had missing/invalid data for the rate histogram and percent pacing diagnostic information. It was noted that the patient had recently completed radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated ventricular rate histogram data was missing/invalid. Also, analysis of the device memory indicated cardiac compass data was missing/invalid.